Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call that customer was experienced high blood glucose. The customer¿s blood glucose level 500 mg/dl. Customer also reported that sensor received lost sensor signal alarm. It was unknown that customer was using auto mode or not. The insulin pump will not be returned for analysis.